Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot mej773 is invalid. Please clarify lot number involved.

Event description:
It was reported that the patient underwent hemicolectomy on an unknown date and suture was used. During the procedure, the suture was broken while suturing. There were no adverse patient consequences reported.